Event description:
Ous MDR - this ICD lead exhibited noise and the patient received inappropriate shocks. The lead will be revised in the future.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data were thoroughly analysed. The included threshold trend curve showed stable values around 0.5 v between september 2017 and may 2018 with a subsequent increase to 1.3 v. Furthermore the progression of the sensing trend curve was around 6 mv with singular increases to 9 mv and a decrease to 3.5 mv in (B)(4) 2018. The impedance trend curves demonstrated stable progressions, respectively. Subsequently the provided iegms were inspected showing artefacts on the farfield as well as on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or in case the lead become available for analysis, the investigation will be updated.